Event description:
It has been reported to philips that the allura system had problems with fluoroscopy. No harm has been reported.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the problems with the fluoroscopy/fluoro and issue was no longer occurring, no further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. No further action is required at this time. The codes were updated based on the investigation outcome.